Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of both events. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer did not have any sign of infections or other health related issues. The customer fills the reservoir with cold insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.